Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the "vitrector failed." Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The fluidics printed circuit board assembly (pcba) was replaced to resolve the issue. The system was tested and found to meet product specifications. The customer stated they were no longer experiencing any issue. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 13, 2015. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the non-conforming fluidics pcba; however, how and when that fluidics pcba became non-conforming remains inconclusive. The manufacturer internal reference number is: (B)(4).